Event description:
It was reported that the shock impedance was out of range (>150 ohm). The patient was booked for lead replacement.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between august 28, 2023 and april 23, 2024 recorded the initially stable shock impedance around 60 ohms with recurrent increases to >150 ohms since february 2024. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing. Furthermore artifacts in the farfield channel could be observed. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.